Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was insufficient iodine in the sponge of a minicap. This issue was identified during setup with patient involvement. The customer did not use the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.